Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was defective, additional information has been requested.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The product was returned for analysis and damage was observed to the iol. Only half of the iol returned in a lens case. A significant amount of solution is dried on the segment. The optic appears to be cut in a half, the other half of the optic and one haptic are not returned. We are unable to determine the root cause for the reported complaint - "defective". The reported complaint is lacking in relevant information such as the type of defect observed to complete a thorough investigation. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol segment. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).